Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the equipment did not recognize the cassette prior to a vitrectomy procedure. The pt had received peribulbar anesthesia prior to the procedure being canceled. There was no harm to the pt.